Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during cycle three (3) of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a leak from an unspecified location; further described as ¿table was wet." Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.